Event description:
Due to patient privacy laws the managing hospital did not communicate further information about the patient's outcome. Based on a review of available records for this patient there were no device issues at the time that the patient was lost to follow up.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. The reported outflow thrombus could not be confirmed through this evaluation as no product was returned and no images were provided for review. Additionally, a specific cause for, as well as a direct correlation between device and the reported hemolysis could not conclusively be determined. It was reported that the patient experienced hemolysis and a computed tomography (CT) scan revealed thrombus in the outflow cannula. Further details regarding the event were unable to be provided due to privacy laws. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had hemolysis. A computed tomography (CT) scan showed an outflow thrombus.